Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5060681) in united states on 11-apr-2016 who had essure (fallopian tube occlusion insert) inserted in 2010 for permanent birth control. The consumer reported after essure was inserted she was subsequently hospitalized with peritonitis. She stated that a hysterectomy was required due to vaginal bleeding. Follow-up received on 15-apr-2016 from consumer: the consumer's date of birth was provided. Essure was inserted several years ago, but date of insertion is unknown, and the surgery was a couple of years ago. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was subsequently hospitalized with peritonitis. A hysterectomy was required due to vaginal bleeding. Peritonitis was considered serious due to hospitalization, vaginal bleeding due to medical significance. Peritonitis as a consequence of pelvic infection is a listed event in the reference safety information for essure, however in the present case it is not clear from the case information that the peritonitis was a consequence of an upper genital tract infection, therefore this event was considered unlisted until further clarification. Vaginal bleeding is a listed event. In this case, limited information was provided. The exact date and mechanism of the peritonitis was not specified, however consumer mentioned that she had it subsequently to essure insertion, therefore a causal relationship with the suspect insert cannot be excluded. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the event vaginal bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since hospitalization and surgical intervention were required. A product technical analysis and further information are expected.

Manufacturer narrative:
A quality-safety evaluation was received on 11-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.